Event description:
From staff: 6 fr 11cm britetip sheath tip broke apart on removal from patients left femoral groin cutdown. Sheat and one peace removed from patient. No other pieces appeared to be broken off. Unsure which lot# this sheath was as two sheaths were used in the case.